Event description:
Information was received that the cadd solis vip pump had system fault error 41622. Event log included. No reported adverse effects. It was further reported that the product problem occured during patient use. Howver no patient injury or complications were occured.

Manufacturer narrative:
Evaluation results: one cadd solis vip pump was returned for investigation in good condition. The reported product problem was not evidenced in the event log. A motor rotation test was performed. The reported product problem was confirmed. The pump was displaying "a296" which refers to "system fault error 41622" alarm message. Further inspection revealed that the pump had a loose screw which was jammed between the gears. The screw was subsequently removed. The device passed all functional tests after this measure taken. A root cause for the product problem was not established.

Event description:
Information was received that the cadd solis vip pump had system fault error 41622. Event log included. No reported adverse effects.